Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter shaft was lifted. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla¿ was advanced in the target lesion and a non bsc stent was delivered; however, it was noted that there was severe resistance at the port part and the stent failed to advance. Furthermore, the physician removed the guidezilla¿ and checked outside the patient's body. The area near the catheter entry part was found lifted. The procedure was completed with a non bsc guide catheter. No patient complications were reported.